Manufacturer narrative:
Although requested, the affected product has not been received, and patient information was not provided. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that some instances of leaking observed from the valve tip upon attaching and removing syringes from the needleless connector for myoview infusions. No patient or user harm was reported.